Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 04/17/2023, 05/09/2023 05/23/2023 and 06/09/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device has a nav-ring issue, front bezel is cracked. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Investigation is ongoing.